Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic right hemicolectomy procedure, the device would not fire. To complete the procedure, another manufacturer's products were used. There was no harm caused to the patient. The device is expected to be returned for evaluation.